Event description:
The customer called about an error code that she had received while testing her blood glucose. While troubleshooting, she performed a control test and received a result of 55 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.